Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (2) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9308383. Customer states that the needle shield was difficult to remove and once removed the needle hub separated and stayed inside the shield. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9308383 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked hubs. There was one (1) notification [(B)(4)] noted for high shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch # 86339 was created for high shield pulls. The shield carrier was examined and found to have debris in the carrier. Corrective action: cleaned shield carrier. CAPA# 1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove."